Manufacturer narrative:
(B)(4). Statement from manufacturer: received one piece of used, filled of easypump ii lt 100-50-s in open packaging. In as received condition, clamp clip was closed and wing cap was not handed over by the customer. The patient connector was closed with a stopper. Big top cap was opened and discofix cap was not handed over. Residue of solution was not detected at the filling port. Crystallized drug residue was observed at the filter and patient connector. Analysis: white stopper at the patient connector was opened to observe if solution is flowing. No residue of solution was observed. After waited for few seconds, the solution was flowing. Conclusion: the complaint is not judgeable as the solution was flowing. Justification: not judgeable.

Manufacturer narrative:
(B)(4).. We received one used and half filled easypump ii lt 100-50-s without packaging. The received sample was taken to a visual inspection. Damages were not detected on the sample. In as-received condition, the white clamp was closed. The original wing cap was not handed over by the customer; the patient connector was not closed. After opening the top cap we detected solution at the filling port (lli-cone). Further on, we detected residues of solution at the lla-cone of the patient connector. The pump was filled up to the nominal value (100 ml) and a functional test, respectively a leak test, was carried out. After opening the white clamp and waiting for a while the pump did not work (solution was not running). Therefore the pump was squeezed by hand and the functional test respectively the leak test was carried out again. Subsequently the pump did not work (solution was not running). The tested sample is not within our specifications. We have informed our manufacturer accordingly. A follow-up report will be provided after the statement is available. Reviewed the device history record and no abnormalities found during in process and final control inspection.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): the customer complains another case of the pump of 2 days that did not emptied. "It happened in 2 more patients, the 2-day pump did not emptied. One of the patients is the third time it happens. It is urgent to take measures because patients do not make treatment, there is drug wastage and psychological impact on the patient, who is already weakened by the disease situation."